Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed with a non-medtronic balloon (osypka vacs iii).

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail in the cusp-overlap view.

Manufacturer narrative:
Image review: 7 fluoroscopic cine loops of the fluoroscopy load check, pre-implant balloon aortic valvuloplasty (bav) and implant procedure were provided for review of the event described above. Patient summary was not provided for anatomical review. No misload that could have contributed to a valve dislodgement was observed in the provided flouroscopy load check. During inflation, the pre-bav balloon seems to have slightly dived into the left ventricle. No information about projection angles was given in the report. Another image is the only image with contrast injection happening close to the final deployment and it appears to be an open arch left anterior oblique (lao) projection. It remains unclear which side of the valve frame was assessed for implant depth in this cine loop. If it was indeed lao view for the left coronary cusp (lcc) implant depth assessment, there is an image that clearly suggests that the left side of the annulus was at least 15-16 mm above the valve inflow. How do we know that: the evolut 34 mm valve frame is 46 mm high without the paddles and the red line is almost 2/3rd up the evolut 34 mm valve frame. If the valve frame¿s right side was assessed for non-coronary cusp (ncc) implant depth with this cine, no dependable depth assessment would have been possible and a severe depth misjudgment for ncc could have occurred. A reliable ncc depth assessment for evolut can only be done in cusp overlap view. In conclusion, the most likely cause for the valve migration into the left ventricle appears to be a too deep implant at least on the lcc side, possibly also on the right side of the valve. No adverse patient effects were reported. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. Conclusion: potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case, it appears that the most likely cause for the valve migration into the left ventricle appears to be a too deep implant at least on the left coronary cusp (lcc) side, possibly also on the right side of the valve. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The subject dcs was returned for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID: evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves. Product ID: l-evolutfx-34 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a large cavum in the left ventricle (lv), short left ventricular outflow tract (lvot) and low level of calcification. A confida guidewire was used to place the delivery catheter system (dcs) inside the annulus. While deploying the valve, it dislodged towards the lv. The implant depth was around 5mm on the non-coronary cusp (ncc) and 10-11mm on the left coronary cusp (lcc). The valve was recaptured several times and new attempts to deploy were made with the same results. Due to the risk of valve dislodgement, the physician aborted the procedure and switched to a non-medtronic (sapien) valve. No adverse patient effects were reported.